Event description:
The customer reported an infection at the site of her sensor. Customer's blood glucose was 133 mg/dl. The site of her infection was at the abdomen. Customer stated the signs of infection include blood, pus, and redness. The customer stated she had properly sanitized her site before the insertion. She also reported was taking a blood thinner as part of her medication. The customer also reported differences between her sensor glucose and blood glucose readings when she was wearing her sensors. She also stated the irritation may be due to her sensor cannula being too long. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2014-96985.